Manufacturer narrative:
Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported the device continuously beeps after passing a self test.